Event description:
During operative procedure, (cervical decompression) a rhoton dissector that was being used by the physician broke while inside the pt. The physician retrieved the broken piece. X-ray was taken of pt's neck. X-ray read as no metal seen in pt. No harm to pt. What was the original intended procedure. Left c5-c6, c6-c7 decompressive foraminotomy with microscopic dissection. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Devices description corrected. This is not a single use device. Device not available for eval. Class 1 exempt. The device was not made available for eval. A DHR review was conducted and there were no deviations noted. Further investigation is not possible.